Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. The bolus button cover was torn while the button was responsive. A couple of cracks were found on the pump, a battery compartment crack below the grip pad and a casing crack near the upper right corner of the display. Review of black box data found evidence of time/date reset to default after pump reboot. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/discolored, the pump casing was damaged, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2015.